Event description:
A blood draw was done on this line, no problems with this, after the draw the line was flushed with normal saline during this flush the filter made a "pop" sound, it was then noted that the filter was broken and IV fluid was leaking out on the patient's bedding.